Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, and additional surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced gross hematuria (hematuria), difficulty breathing (dyspnea), dysuria, hematuria, numbness, headache, syncope, vomiting, diarrhea, abdominal pain, fever, chills, chest pain, sore throat, itching, hives, bacterial infection, pain, insomnia, and required additional surgical and non-surgical interventions.